Event description:
It was reported that the patient's atrial lead had a lead warning for low impedance. There were many low impedance measurements, and an x-ray did not find any anomalies. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.